Manufacturer narrative:
Visual examination of the returned device found the distal tip was stripped. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the final tightener tip stripping could not be determined from the samples and the information provided. A potential root cause may be not fully inserting the instruments flush with the screw during tightening. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device returned for evaluation. Investigation will be conducted. Follow up will be filed with the findings. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Yesterday we had a posterior fusion from t3-pelvis using expedium 5.5. While the surgeon was using the expedium straight gearshift (2797-02-030 lot#nw106728) he noticed it had bent at some point during his pedicle prep in the upper thoracic. Upon noticing, we placed on the back table and used a different straight gearshift for the remainder of the case. When it came time to bend the rods, we were using the french bender (2770-03-000 lot#0505k) when suddenly it totally combusted and broke into many pieces. All of the pieces were gathered on the mayo stand and then placed on the back table. We opened up another pan, got a new french bender, and finished bending the rods. We were bending 5.5 titanium rods that will not be returned because they were implanted in the patient. When it came to final tighten, we started off using the expedium x25 final tightener shaft (2797-12-600 lot#gm3815704). After a number of attempts to final tighten a few screws and having the x25 final tightener shaft slip out of the cap, we took a closer look at the tip of the shaft and noticed it was mangled. This is the point when we switched out the initial x25 final tightener shaft to the expedium 5.5 anterior x25 final tightener shaft (2877-20170 lot#x1010) and used that for the remainder of the case. While the scrub tech was putting the x25 anterior final tightener shaft away at the very end of the case, she noticed this shaft too was mangled. It is unable to be used in the next case safely. We will need replacements of all instruments